Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer pressed the esc and act buttons to clear the alarm but it did not work. Customer was not pressing any button for 3 minutes or longer. Customer uses an (B)(6) alkaline battery. Customer had to discontinue pump use and is following their prescription for insulin shots until the replacement arrives.